Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "soreness and palpable implant irregularity" and "implant rupture". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "soreness and palpable implant irregularity" and "implant rupture". Healthcare professional then reported "significant free gel within implant capsule" and "implant calcified". Healthcare professional then reported "contracture of the implant shell". Healthcare professional then confirmed capsular contracture baker grade iii/IV. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.